Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: product code and lot# for 2-0 prolene used in initial procedure? (B)(4). Are any unopened unused actual or rep samples of the same lot number available for analysis? ¿ affected suture and 1 unused sample to have been processed for shipment. The following information was requested, but unavailable: how the suture was tied (square knot or multiple knots one end)? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the animal underwent an animal procedure on unknown date and the suture was used continuously for abdominal closure. On (B)(6) 2016, following the procedure, it was found that the suture was present at either end, but had snapped at the mid-portion. Additional information has been requested.

Manufacturer narrative:
The actual device and representative samples were received for evaluation. The analysis of the suture pieces showed that the ends were either cut or enlarged. Only one suture piece could be tested and it passed the requirements. The representative samples were visually and functionally tested and passed all requirements.